Event description:
Patient was implanted during an open procedure with collamend to repair umbilical hernia. Eleven days after implant, patient presented with infection; when re-opened, it was found that the collamend had split in half. Collamend was explanted and a tissue to tissue repair was made.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.